Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013; product type lead; product ID 3487a-45, lot # j0555314v, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3487a-45, lot # j0519554v, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
Follow up information received reported that the patient cancelled their appointment again today. It was noted that the patient had either cancelled or had been a no-show for their past 6 appointments. The patient was to call and reschedule another appointment with the pain management physician. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the manufacturing representative had not seen the patient recently. The reporter stated they had an appointment scheduled with the patient on (B)(6) 2014.

Event description:
It was reported the patient experienced a loss of therapeutic stimulation and lead migration. It was stated the leads were explanted. The patient recovered without injury.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient's implantable neurostimulator (ins) had flipped because they had lost 250 pounds. It was reported when the ins flipped "all the leads came out" and surgery was done in (B)(6) 2013. Information omitted pertaining (B)(4) - pp display. These events are not related.

Manufacturer narrative:
(B)(4).